Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse lithium-ion battery (sn (B)(4)) was showing fully charged. However, the autopulse platform displayed "replace battery" message when the battery was placed . The customer tested the platform with another battery and the platform functioned as intended. No patient involvement.